Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer made multiple trips to the emergency room over the last year or two. The customer had a seizure a few weeks ago due to a low blood glucose level. Customer's blood glucose level was not reported. The device was not returned.